Manufacturer narrative:
Medtronic received additional information pertaining to the system checkout that was performed. It was reported that microscope re-calibration was performed and the inaccuracy was no longer present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a tumorectomy, a 1 centimeter anterior imprecision was observed when utilizing the microscope. It was reported that probes were navigating and were accurate. Re-calibration of the microscope was performed, but functionality was not restored. It was reported that the microscope probe was used to complete the procedure instead of utilizing the micros cope focal point. There was a reported delay to the procedure of 15-20 minutes due to this issue. There was no reported impact on patient outcome. Initial troubleshooting was able to replicate the reported issue as the microscope was inaccurate when the head of the scope was fully extended. No additional information was provided.